Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer also received a no delivery alarm. Customer's sensor glucose was 89 and blood glucose was 350 mg/dl. Customer's blood glucose at the time of the no delivery alarm was 450 mg/dl. Customer's father who is also an endocrinologist was able to assist customer and blood glucose was stabilized. Customers turned sensor off due to the persistence of the sensor glucose versus blood glucose with threshold suspend. Customer was able to resolve no delivery alarm with a complete set change. Customer was advised to call if another alarm was received.